Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's doctor reported via phone call that the customer was hospitalized for diabetic ketoacidosis due to high blood glucose of 975 mg/dl. Customer's blood glucose at time of call was 170 mg/dl. Customer reported changing the infusion set twice did not help bring down high blood glucose. Customer's doctor reported he was unable to get the settings due to the device being in the fill tubing sequence with an empty reservoir. During troubleshooting, found low reservoir alarm, low battery alarm, and no delivery alarm. Customer was assisted in performing the high pressure test, test passed. After troubleshooting, customer wanted the device replaced. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected low reservoir alarm or excessive no delivery error alarms noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. No cosmetic damage was noted.